Manufacturer narrative:
Add'l lot#: 177228, 179049. The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
Third report from the same facility regarding a hermetic lumbar catheter, closed tip. Ins5010 hermetic lumbar catheter, closed tip started leaking after 2 days, the unit was replaced. Add'l info has been requested.